Event description:
It was reported that pre-operatively, the patient was considered for potential right ventricular assist device (rvad) implantation. At the time of operation, the patient was implanted with a third-party (protekduo) cannula and then put on the centrimag console. The ventricular assist device (vad) team was unable to wean rvad support post-operatively, and the patient family decided to withdraw vad support in compliance with the patient's wishes and due to no hope for a meaningful quality of life. The patient underwent multi-system organ failure (msof) and passed away. The outcome was not device or therapy related; the vad had functioned as intended.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: a direct correlation between the centrimag blood pump and the reported multisystem organ failure (msof) could not be conclusively established through this evaluation. The blood pump was not returned for evaluation. Multiple attempts were made to obtain the lot number of the centrimag blood pump; however, no further information was provided by the account. The centrimag blood pump instructions for use (IFU) lists multiple types of organ failure and dysfunction and death as adverse events that may be associated with the centrimag circulatory support system. This IFU also provides the following warnings and cautions: IFU warning #9: possible side effects include end organ dysfunction. This is a potential side effect with all mechanical circulatory support systems. IFU warming #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.